Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found no anomalies. However, the defibrillator conductor was distorted and the distal conductor was stretched. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. The outer tubing was kinked/buckled and the outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed and the pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.